Manufacturer narrative:
The autopulse platform s/n (B)(4) in complaint was returned to zoll on 09/15/2015 for investigation. Customer reported they were receiving user advisory code 42 during a shift check. There was no patient involvement. Investigation results as follows: visual inspection of the returned device was performed and found damage to the battery lock. The battery lock was replaced. Archive review: the reported user advisory 42 (force overload tripped) error was not observed during the review of the archive data. Therefore ua 42 could not be confirmed. However, during the review of the archive file data, a user advisory 41 (patient temperature sensor failure) error was observed on several occasions. Functional testing: functional testing could not be performed due to the ua 42. As a precaution the temperature sensor cable and the power distribution board were replaced. In summary the customer's reported complaint of the platform exhibiting a ua 42 was not confirmed through a review of the platforms archive data. However ua 41 was observed. The temperature sensor cable and the power distribution board were replaced as a precaution. The platform passed final testing. The autopulse is designed to exhibit ua's to prevent patient harm.

Event description:
Customer reported they were receiving user advisory code 42 during a shift check. There was no patient involvement. No further information was provided.